Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a craniotomy one self-drilling screw could not be inserted into the bone. The surgery was completed using another self-drilling screw of the same size. There was a ten (10) minute delay and no injury to the patient. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The product identity could not be confirmed because the screw was not returned. A photo of the screw was provided and the screw looked like it could have a fracture or dull tip. Since the screw was not returned, no functional testing could be completed and the complaint for the screw not being able to be inserted cannot be verified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. It is possible that the screw was dulled during insertion. The instructions for use (IFU) for this product states in the section titled warnings: intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. The IFU also states in the section titled bone screws: incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There is no indication of manufacturing defects. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer and not returned to manufacturer.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The product identity was confirmed. The screw was returned without original packaging for evaluation. The tip of the screw appears dull, and there is also damage to the cross drive of the screw head, indicating an insertion attempt. Functional testing was done by attempting to insert the screw into a block of white oak with a 15-1196 ht-x lock blade and 01-7390 green handle driver assembly. Initially, the screw rotated on the block, but with more force the screw inserted as intended. The complaint is unconfirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to damage sustained to the screw during the insertion attempt; this could have been from an off-axis insertion attempt, excessive torque applied, and/or the patient having high bone density. The instructions for use (IFU) for this product has the following information regarding bone screws: the screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend or break if used in a bicortical application. There are no indications of manufacturing defects. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.